Event description:
The following info was provided by the sales rep: during a percutaneous coronary intervention procedure, the physician began to advance the sds into the guiding catheter whe the shaft of the sds broke. The physician reported that the toughey valve may have been too tight or physician may have applied too much force. The device was removed and there was no pt injury.